Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. During troubleshooting with tandem technical support, the customer was able to load cartridge and resume insulin therapy. Customer's blood glucose was 116 mg/dl.